Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 120 mg/dl. Customer's sensor glucose level was 60 mg/dl. Troubleshooting for sensor glucose versus blood glucose was performed. Customer's isig value was 9.84 and customer was advised to reset sensor with a 3 hour turn off.